Event description:
It was reported that during central processing, the force bipolar jaws were found broken. There was no report of patient involvement. Intuitive followed up and confirmed that there were no broken or damaged wires at the instrument wrist. The instrument tips were almost broken off. No fragment fell inside the patient. There was no issue removing the instrument through the cannula. There was no patient contact with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 17.90mm x 1.88mm was found to be partially broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.